Manufacturer narrative:
(B)(4). The device was returned for evaluation and the investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and microscopic inspection revealed that there was excess solvent on the tube and the bag. Leak testing, clamp function testing, and clear passage testing were performed with no issues noted. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who noticed damage to a drain bag set when they opened a carton for product use. It was not specified if the damage was located along the tubing or on the bag itself. This was noticed before use. There was no patient involvement, patient injury or medical intervention associated with this event. This is report 3 of 3 involved in this event.